Event description:
It was reported that surgeon was impacting the pkr tibial insert, it was noted that pieces of tibial impactor were chipping off resulting in black debris pieces in the knee.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was impacting the pkr tibial insert, it was noted that pieces of tibial impactor were chipping off resulting in black debris pieces in the knee.

Manufacturer narrative:
The event was confirmed. The observed wear of the impactor is consistent with previously reported events. The wear likely occurred naturally over time due to cyclic repeated use and sterilization cycles. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was impacting the pkr tibial insert, it was noted that pieces of tibial impactor were chipping off resulting in black debris pieces in the knee.